Event description:
Nurse inspected IV tubing and found 1 cm airspaces alternating with 1 cm fluid spaces from pump all the way to patient. Pump did not alarm for air in tubing. Biomedical engineering inspected pump, unable to re-create problem. Pump appears to be working appropriately. Patient was not injured.====================== health professional's impression======================defective pump or defective tubing

Event description:
Caller reported compact plus system 1 blood glucose result of 19 mg/dl, compact plus system 2 result of 75 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for compact plus system 1. Please see medwatch with patient identifier (B) (6) for report on compact plus system 2.